Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer called concerned with test results from results obtained of 329, 271, 263, 258 and 286 mg/dl. The caller stated customer's expected am fasting blood glucose test result is below 120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. Caller advised that customer has no more strips remaining in the initial vial but was able to provide the lot# as he still had the empty vial. Had customer perform a blood test from a new vial and customer got a result of 359 mg/dl non-fasting using true metrix meter. Per caller, the product is stored according to specification in the basement office. The test strip lot manufacturer¿s expiration date is 07/23/2027 and per the caller the open vial date is 3 weeks ago. The meter memory was reviewed for previous test result history: result 1: 329 mg/dl date: (B)(6) 2026 time: pm 2 hrs. After meal. Result 2: 271 mg/dl date: (B)(6) 2026 time: pm 2 hrs. After meal. Result 3: 263 mg/dl date: (B)(6) 2026 time: am fasting. Result 4: 258 mg/dl date: (B)(6) 2026 time: am fasting. Result 5: 286 mg/dl date: (B)(6) 2026 time: am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.